Manufacturer narrative:
Event date: exact date unknown, event occurred six months following a second surgery in 2016.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient was also having charging issues where ipg was charged more often. The patient underwent an ipg replacement procedure wherein MRI compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg will not be returned per facility policy.